Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: service and repair history: the previous service event for part number 03.641.004 with lot number(s) h852117-05 has been reviewed. The customer called in a service request for this item on 24-jun-2019, for hand piece for battery powered driver does not worked at all. The item was previously returned for service on 28-jul-2015 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of hand piece, for battery powered driver does not work at all. The manufacture date of this item is 20-jun-2017. The service history review is unconfirmed. Service and repair evaluation: during evaluation at service and repair the socket wrench has failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through (B)(4). Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot a shr was performed on the serviceable device and it was found that the device was manufactured on jun 20, 2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair the socket wrench failed in calibration. There was no patient involvement. This report is for one (1) socket wrench for veptr nut. This is report 1 of 1 for (B)(4).